Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2019 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 17 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION OR THE LOCATION WHERE THE EVENTS OCCURRED. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE DATE THE INFORMATION WAS RECEIVED BY MEDTRONIC; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT AND DEVICE CODES. AS REPORTED TO FDA ON JULY 20TH 2018, THE SUMMARY ANALYSIS REPORT, THE COMPARISON OF POST MARKET EVENT RATES IN THE PRE-MARKET STUDY, WILL NOT BE INCLUDED IN THE SUBMISSIONS FOR THE LOW RISK CAS STUDY REGISTRY AS THE LOW RISK PRE-MARKET DATA IS NOT YET AVAILABLE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS REPORT SUMMARIZES 17 SERIOUS INJURY EVENTS. MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES IN THE FILES.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON APRIL 9,AND JUNE 30, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY LOW RISK CAS. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF AN UNDETERMINED STROKE ANDT ONE EVENT OF TRANSIENT ISCHENIC ATTACK. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2019 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED LOW RISK CAS STUDY REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED. (B)(4).

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON JULY 13, 2020 THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY LOW RISK CAS. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT TRANSIENT ISCHEMIC ATTACK. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION: E2014038 RECEIVED ON OCTOBER 15, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS / ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF TRANSIENT ISCHEMIC ATTACK. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2019 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED LOW RISK CAS STUDY REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes703252167-14448254-20,I,SI,1,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126703252167-32843181-20,I,SI,16,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-26-C 26 mm,C53269703252167-33041626-20,I,SI,57,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C53269703252167-33041626-20,S,SI,,,,703252167-33214690-20,I,SI,7,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C53269703252167-33214690-20,S,SI,,,,703252167-33316186-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126703252167-33316186-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269703252167-33316188-20,I,SI,0,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126703252167-33316192-20,I,SI,23,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C53269703252167-33316196-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126703252167-33319977-20,I,SI,0,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-29-C 29 mm,C76126703252167-33593447-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269703252167-33634974-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126703252167-33671290-20,I,SI,4,CoreValve¿ Evolut¿ R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126703252167-33725851-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126703252167-33770328-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126703252167-33801982-20,I,SI,4,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126703252167-33817421-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C53269